Event description:
It was reported the customer was hospitalized on (B)(6) 2015. The customer could not recall their blood glucose at the time of their adverse event. Customer believed they were hospitalized due to low blood glucose. It was also found the customer did not hear a low blood glucose alert they had received, causing them to be hospitalized. Customer also stated their insulin pump went into threshold suspend mode due to their low blood glucose. Customer stated their low blood glucose was caused by not eating enough food for the day. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.